Event description:
Customer called to report that her pod was not working properly. Customer stated that she deactivated her pod because her blood glucose level was high. Customer started a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.